Manufacturer narrative:
The tandem r:slum pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer had received two occlusion alarms during basal delivery. The customer indicated that the cartridge was usually changed with every other site change. As a result, cartridges were changed every 5-6 days. The customer's blood glucose level was not adversely impacted.